Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The system error 322 alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow-up will be sent. The door latch hook was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(4) 2015 which refers to a female patient of unspecified age who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number c12712. Physician reported that essure spiral did not open normally during insertion but it got stuck in tube. Procedure prolonged considerably but spiral was however got off by grabbing during hysteroscopy. New spiral from different batch worked normally and insertion was successful for both tubes. The patient did not get serious complications. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure essure spiral did not open normally but it got stuck in tube. The procedure prolonged considerably but the insert was removed by grabbing with hysteroscopy and replaced. Patient had no serious complications. The reported events, regarded as device deployment issue followed by a complication of insertion and as a insertion difficult were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case a product technical analysis will be requested for further evaluation of the reported events; however considering that they occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances.

Manufacturer narrative:
Product technical complaint investigation was received on 26-feb-2015: the bayer ptc global reference number is (B)(4). Essure production date is 16-jan-2014 and the expiration date is 31-jan-2017 the final assessment was: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned for investigation, they were able to conduct an investigation of the actual device involved in this complaint. They typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the final rollback was not completed. No micro-insert was returned. Able to complete the final rollback without problem. They were unable to confirm any quality defect or device malfunction at this time. They also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Because the possibility of a detachment difficulty event during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. The medical assessment was: this ptc was initiated due to a reported product issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report, as neither a quality defect was confirmed nor an adverse event was reported at this point in time. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 02-mar-2015 for the following meddra preferred term: complication of device insertion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure essure spiral did not open normally but it got stuck in tube. The procedure prolonged considerably but the insert was removed by grabbing with hysteroscopy and replaced. Patient had no serious complications. The reported events, regarded as device deployment issue followed by a complication of insertion and insertion difficulty were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case considering that the reported events occurred in association with essure placement causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although there was no death or serious deterioration in patient's health, this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neiter a quality defect was confirmed nor an adverse event was reported. No further information is expected.